Event description:
Physician reported left side ruptured device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: broken sharp. A dimension measurement in the shell was performed which verified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side ruptured device. The device has been explanted.